Event description:
Medtronic received information that during use, the plunger on this hms plus syringe would not plunge and therefore would not dispense blood into the heparin assay cartridge. In attempting to transfer blood from one syringe to another syringe, the slip-tip disengaged, resulting in blood spraying onto the user's protective glasses and mask, and possible spray into the user's eye. The patient was (B)(6) positive, and the user went to the emergency room for blood testing. Blood test results are pending. User is taking preventative medication prescribed by the emergency room as a precautionary measure. Product will not be returned for analysis, as it was discarded by the customer.

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device history record could not be reviewed as no lot number was provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.